Event description:
During a routine follow-up it was reported that when the device is programmed to aaisafer, no capture is observed with atrial pacing. However, when the device is programmed to ddd mode, the capture was always observed with atrial pacing. The device is programmed to ddd mode and remains implanted while the files from the programmer are being reviewed by the manufacturer.

Manufacturer narrative:
Code (other): no atrial capture reported in aaisafer mode. Device programmed to ddd and remains implanted. A response from the manufacturer is pending.